Manufacturer narrative:
(B)(4).the incident pencil was discarded by the site and not available for evaluation. The e2100 instructions for use warn when not in use, active accessories should be placed in a holster or in a clean, dry, non-conductive and highly visible area not in contact iwth the patient. Inadvertent contact with the patient may result in burns.

Event description:
The customer reported that during an acvb surgery while the handpiece was resting on the drape, a small tone was heard but the tone was ignored. The surgeon noted when he picked the handpiece up off the drape that it was hot. The handpiece had been set on the drapes above the patients inguinal and it burned through to the patient. The patient received a 2nd degree burn at the right inguinal. The handpiece was discarded and a new handpiece was used to complete the procedure. The specific treatment of the patient is unknown but the patient will not need any further treatment.